Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Email with regards of 8015 units having 800.8000 errors. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: contacted linda and went over ka 11775 alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000 with her. Emailed her as well the safety notification.